Event description:
Sorin group received a report that an s3 pump began to intermittently hesitate and ramp up again during an ECMO case. The clinician hand cranked to maintain blood flow until it was changed out. There were no pt complications as a result of this event.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that an s3 pump began to intermittently hesitate and ramp up again during an ECMO case. The clinician hand cranked to maintain blood flow until it was changed out. There were no pt complications as a result of this event. The pump was removed from service and given to the facility's biomed department. They reported that the pump belt had cracks in it. The instructions for use state "the s3 system has been qualified only for durations appropriate to cardiopulmonary bypass procedures and has not been qualified, through in vitro, in vivo, or clinical studies, for long term use as a bridge to transplant, pending recovery of the natural heart, or extracorporeal membrane oxygenation (ECMO) procedures." No product was returned to sorin for eval. Without the product for investigation, the cause of the reported problem could not be determined. No further action is deemed necessary.